Event description:
Received info from clinical study on a 41 y/o female pt who developed a corneal ulcer in the left eye, approx 0.80 mm in size, located at the 8 o'clock position peripherally. No reported loss of visual acuity and no culture was taken. The injury has resolved and pt has returned to contact lens wear on an extended wear six night schedule.